Manufacturer narrative:
(B)(4). During follow up, it was reported that on an unknown date, the patient recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized on the same day as onset of the event. The cause of the event and treatment details was not reported. Physioneal and nutrineal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.